Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp2 on the lumbar region of her spine from vertebrae l4 to l5. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space, transverse processes, facet joints and lateral gutters). Post-op, patient reportedly had "progressively increasing lower back and radicular leg pain." Severe pain led to a second revision surgery on (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with degenerative spondylolisthesis with spinal stenosis l4-5 and underwent the following procedures: posterolateral fusion l4-5. Posterior spinal instrumentation using titanium 5.5 millimeter rods at l4-5. Transforaminal interbody fusion l4-5 through a right-sided approach. Interbody instrumentation using cage l4-5. Autogenous local bone graft, single banded with rh-bmp2/acs and osteofil.